Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4).. However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and signal loss was not found for serial number (B)(4) within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and signal loss was not found for serial number (B)(4) within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.